Event description:
About 10 years after the primary surgery, the patient came in reporting anterior knee pain due to a loose patella implant. The surgeon revised the patella implant with a competitor's product and revised the 12mm medacta insert with a 13mm medacta insert, due to global laxity. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 4 december 2023. Lot 1303349: 30 items manufactured and released on 01-mar-2013. Expiration date: 2018-jan-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 4 december 2023. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 132877: 180 items manufactured and released on 30-aug-2013. Expiration date: 2018-jul-30. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.